Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned and was not peeled away from the sensor mount. No malfunction or product deficiency was identified.

Event description:
Customer applied the adc freestyle libre sensor during his hospitalization between (B)(6) 2018 to (B)(6) 2019 for a broken leg that was scheduled for surgery. Customer reported that around (B)(6) 2018, he had an adhesive issue where his sensor fell off after 2 days of wear. Customer reported that he was unable to get readings and fell into a dka (diabetic ketoacidosis) and was unable to self-treat due to his symptom. Between (B)(6)and (B)(6) 2018, customer was administered insulin and other unspecified medications via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer applied the adc freestyle libre sensor during his hospitalization between (B)(6) 2018 to (B)(6) 2019 for a broken leg that was scheduled for surgery. Customer reported that around (B)(6) 2018, he had an adhesive issue where his sensor fell off after 2 days of wear. Customer reported that he was unable to get readings and fell into a dka (diabetic ketoacidosis) and was unable to self-treat due to his symptom. Between (B)(6) 2018, customer was administered insulin and other unspecified medications via IV by a healthcare professional. There was no report of death or permanent injury associated with this event.